Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the act and esc keys were not sensitive. The patient's blood glucose at the time of call was normal and did not require medical treatment. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act and esc buttons dome switch. Inspected lcd connector and no unlocked connector noted. The insulin pump had minor scratched display window.